Event description:
Device 1 of 3 reference MFR. Report# 3006705815-2018-03193. Device 3 of 3 reference MFR. Report# 1627487-2018-12627. It was reported that the patient fell and was no longer receiving therapy. It was confirmed with x-ray that the patient ipg migrated. One lead remained in the header while the other was in the original location. It is unknown which, therefore both are being reported on. The patients entire system was explanted and replaced (B)(6) 2018. Patient has effective therapy post-op.